Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Initial reporter first name is not known. (B)(6). [Conclusion]: the healthcare professional reported that during the coil embolization procedure of an aneurysm at the left internal iliac artery (superior artery embolus) a deltafill 18 6mm x 25cm coil (dlf180625 / s14240) was in the process of being delivered and the coil delivery wire was being advanced when it was noted that the coil delivery wire was protruded approximately 12 cm out of the introducer. Excessive force was not applied at any time during the procedure. The coil was replaced with another 6mm x 25cm coil and the procedure was successfully completed without further delay or issues. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The deltafill 18 6mm x 25cm coil was returned for evaluation and the coil was noted to be kinked. The investigation finding is documented below. Investigation summary: the deltafill 18 6mm x 25cm coil was returned without its original packaging or label. The device was returned sheathed as indicated by the length of the introducer proximal to the resheathing tool. The device positioning unit (dpu) core wire was kinked at the strain relief valve. The embolic coil was seen protruding from the skive of the introducer just proximal to the green section of the introducer. The device was then inspected under a microscope. The embolic coil distal ball tip was present and intact. A kink was discovered along the length of the embolic coil. The embolic coil was seen protruding from the skive of the introducer. There were no kinks observed on the coil at the location of protrusion. The coil is unable to pass through the introducer. The v-notch of the resheathing tool was observed undamaged. A review of manufacturing documentation associated with this lot (s14240) presented no issues during the manufacturing or inspection processes related to the reported complaint. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the reported issue that there was premature peeling of the coil introducer is confirmed. The embolic coil was seen protruding from the skive of the introducer. There is not enough information in the complaint to determine the cause of failure. It is possible that the rotating hemostat valve (rhv) was overtightened. The instruction for use (IFU) cautions against over-tightening the rhv around the introducer, as it may damage the introducer and/or the embolic coil. 100% of devices are inspected in process for damage to the coil and introducer. It is unlikely that the device left the manufacturing facility with the observed damage. The information reported in the complaint was confirmed with the device return. The embolic coil was also noted have a kink along its length, which is considered a reportable product malfunction. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. In addition, devices undergo 100% in-process inspection for any damage to the embolic coil. Thus, it is not likely that the deltafill 18 6mm x 25cm coil left the manufacturing facility with a kink on the length of the embolic coil. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of an aneurysm at the left internal iliac artery (superior artery embolus) a deltafill 18 6mm x 25cm coil (dlf180625 / s14240) was in the process of being delivered and the coil delivery wire was being advanced when it was noted that the coil delivery wire was protruded approximately 12 cm out of the introducer. Excessive force was not applied at any time during the procedure. The coil was replaced with another 6mm x 25cm coil and the procedure was successfully completed without further delay or issues. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter.